Event description:
On (B)(6) 2025, the user completed a factory reset (fr) of the ilet per healthcare provider (hcp) request due to fluctuating blood glucose (bg). The lowest blood glucose (bg) recorded was 69 mg/dl, corrected with orange juice, and the highest was 270 mg/dl, corrected by the ilet algorithm. Blood glucose (bg) was corrected. No symptoms were experienced by the user during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.